Manufacturer narrative:
Patient information was unavailable from the site. A site representative reported that, while in a spinal fusion procedure, the imaging system produced low quality images. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. Onsite investigation was preformed, and the field systems engineer suggested that the event was caused by the paxscan command processor (cp2). Replacement of the cp2 along with reconfiguration of the software resolved the issue. No further issues were reported. Analysis of the returned cp2 could not confirm any failure as it passed bench testing and functioned without problems. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging system produced low quality images. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.